Event description:
It was reported that a device failed the downstream occlusion preventative maintenance test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.